Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing on the right ventricular (rv) channel. Technical services (ts) provided reprogramming options and other potential resolution options. The device remains in use. No adverse patient effects were reported.